Event description:
The device was implanted in 2003. In 2004, the facility's nurse informed the manufacturer's (MFR.) Territory manager of the following: the valve was leaking when the dialysis needle was removed. As a result, the valve and catheter were removed and replaced 4 days earlier. No further details were provided at this time.